Event description:
During a follow up call regarding an unrelated issue, baxter product surveillance spoke with the home patient (hp) and received the following information. The hp stated that he had touched his transfer set, with dirty hands (date unspecified). The hp reported the issue was reported to the registered nurse (rn) and has been resolved (details not provided). There were no issue with therapy nor were there and injuries to the patient reported from this event.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A sample was not requested because the event involved use error and there was no allegation against the device. This condition was confirmed, as it was reported that there was a break in aseptic technique, which is a use error. The assignable cause was not determined. Additional information: the current labeling provides sufficient instructions for following proper aseptic technique.